Event description:
Customer reported via phone call to have received a motor error alarm. Customer's blood glucose was 125 mg/dl. During troubleshooting, it was found that customer was not exposed to magnetic field or MRI. Customer does not use sensor features. Customer was able to complete rewind sequence. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Unable to prime during prime/no delivery test and motor error alarm during basic occlusion test due to faulty force sensor resistor .motor passed motor test. Pump passed displacement test, operating currents, self-test, unexpected restart error test and off no power test. No blank display noted. Unit received with minor scratched display window. Unit received with cracked battery tube threads. Unit received with cracked reservoir tube lip. Unit received with cracked reservoir tube.